Event description:
A consumer reported that their sonicare for kids power toothbrush shaft detached during use. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in (B)(6).

Manufacturer narrative:
Analysis results: the root cause of the customer's complaint was a failed shaft press fit. On 09/16/2022, philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2022-00077 submitted on 07/05/2022 can be removed.

Event description:
Product was returned for the manufacturer for evaluation. Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable.